Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) 2003 a mechanical valve was implanted. On (B)(6) 2017 the valve was explanted. Implant duration 13.38 yrs.

Manufacturer narrative:
Attempts were made to the physician to obtain details on the reason for the explant of the device; however, no additional details were able to be gathered. Therefore, the root cause of this explant event is unknown.